Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The field service engineer found an air bubble in the ise flow cell. He cleaned the internal standard preheating bath, replaced the sipper nozzle, checked the sipper nozzle alignments, cleaned the ise electrode chamber, and conditioned the cartridge electrodes. He performed ise checks, calibrated the ise, performed qc, and ran precision tests. All results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 c 501 module. The customer changed the electrodes and repeated the samples. The initial sodium result was 120 mmol/l and the repeat result was 141 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.